Event description:
It has been reported that the syringe 0.3ml 31ga 6mm wholeunit has been found with scale marking issues during use. The following has been provided by the initial reporter: material no. 324909 batch no. Unknown. It was reported that the scale marking is on different areas of the barrel. Verbatim: issue: she stated the scale marking on different areas on the barrel. Sample-discarded lot# unknown item# 324909 incident date-unknown. Occurrence-unknown.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check for scale marking misaligned due to unknown lot number. As no samples and/or photo(s) were received the investigation concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the syringe 0.3 ml 31ga 6 mm whole unit has been found with scale marking issues during use. The following has been provided by the initial reporter: material no. 324909, batch no. Unknown. It was reported that the scale marking is on different areas of the barrel. Verbatim: issue: she stated the scale marking on different areas on the barrel. Sample: discarded lot# unknown. Item# 324909. Incident date: unknown. Occurrence: unknown.